Event description:
It was reported that there was a check plunger lever check clutch error. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4) as a result of warning letter cms# (B)(4). Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. Visual inspection observed that the top case was cracked down from handle and tubing guides. Case bottom cracked by l bracket. Left plunger case has broken screw boss. During flow and occlusion testing, the reported problem was duplicated. The root cause of the reported issue was found to be wear, as the parts were over nine years old. Replaced clutch half's left and right, also leadscrew and spring as a preventative measure.